Manufacturer narrative:
Follow-up # 1 (08/13/2013)-device evaluation: the analysis of the subject meter was completed on 08/07/2013 by lifescan product analysis with the following findings: the reported unknown error message could not be reproduced during investigation. The meter functioned normally and no issues were found during laboratory testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error unknown related to a blood sample size. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.